Event description:
It was reported that the patient is experiencing many seizures and significant discharge after the stimulator was inserted. The provider indicate that she decided to remove the device because of this discharge, which may be related to vagal stimulation. No other relevant information has been received to date.

Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿increase secretion¿ is not available. This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Manufacturer narrative:
H6 health effect: initial report inadvertently reported f1905 instead of f1903.